Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch assembly was removed, cleaned, and re-installed to resolve the reported issue. (B)(4).

Event description:
The hospital reported that the bag to vent switch is not working making manual ventilation unavailable. There was no report of patient involvement.